Event description:
The facility had stated that the phacoemulsification unit began intermittently running on it's own. The voice speaker would go on randomly and the irrigation/aspiration pins would go in and out on their own. This was discovered prior to surgery and there was no patient injury.